Event description:
It was reported that during a spine procedure that the tip of the bur broke off. It was further reported that all pieces were retrieved from the patient. It was reported that the procedure was completed successfully.

Manufacturer narrative:
Device not returned for evaluation. In addition, no lot number was provided for further investigation.